Manufacturer narrative:
The insulin pump was monitored for 24 hours with a 2.0 basal rate. No alarms were noted during testing. However, an alarm was noted in the history due to a corrupted history file. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a spanish anomaly alarm. Insulin pump would be replaced.